Manufacturer narrative:
The customer reported that the central nurse's station (cns) malfunctioned. The "protect key not connected" error message prevented the use of the central nurse's station (cns) after a system reboot. The consignment unit that was shipped to the customer resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) malfunctioned. The "protect key not connected" error message prevented the use of the central nurse's station (cns) after a system reboot.